Event description:
During troubleshooting for a system error 2240 alarm, it was reported that the home patient (hp) had connected to the patient line of the cassette when it was not properly primed. The event occurred during use on the home choice (hc). The technical service representative (tsr) advised the hp to end therapy and start over with new supplies. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. This is a report of a use error in which the patient connected themselves for therapy prior to properly priming the patient line. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly priming the disposable set. The guide warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. A review of the label for the product family will be conducted. Should relevant additional information become available, a follow-up report will be submitted.